Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The third party's evaluation is still in-process, but during the initial evaluation of the device, a ventilator inoperative error code related to the failure of the outlet pressure sensor was observed. Initial determination was that the printed circuit assembly will need to be replaced. Additionally, during the initial evaluation of the device, the overlay was found to be damaged and the lcd was found to have pixel issues. These issues are not related to the reportable malfunction/issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.